Event description:
Contamination sheath bursted, plunger of vamp broke.

Manufacturer narrative:
Evaluation summary: the contamination shield was completely torn around the folding area. The cap at the top of the plunger was detached and both of the plunger flextures were broken. There was no mechanical interference to the plunger movement.